Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx2 bifurcated, a vela suprarenal, and two limb extender in 2017. During a recent follow up CT, it was noted that the patient had an endoleak. An angiogram was performed and a small leak was seen between the main body and proximal extension. The physician plans a re-intervention. No additional patient squalane has been reported.